Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the display on the insulin pump went blank. Blood glucose value is unknown. The customer stated that she had a low battery; changed the battery but received another low battery alert. She changed the battery again and it worked for a day but the morning of the call, she woke up and the display was blank. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did return and alarmed battery out limit but then went blank again. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No battery out limit alarm, low battery alarm or blank display was noted. All operating currents were within specification and the insulin pump passed the self test and the displacement test. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.